Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a highest recorded blood glucose of 383 mg/dl after eating more than usual, and the glucose trend subsequently stabilized horizontally. Symptoms included elevated blood glucose without reports of dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for medical intervention, no assistance from others, no ketone testing, and no use of back-up therapy. Investigation included troubleshooting and education regarding potential causes of hyperglycemia and advice to monitor glucose. Investigation of this case revealed no device alarms or infusion set issues reported by the user and no evidence of device malfunction based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be determined from the available information.